Event description:
A malfunction alarm with code malf 12 was reported, and it was noted that no notable events occurred prior to the alarm. There was no report on whether the customer¿s blood glucose level exceeded 500 mg/dl, as the customer declined to answer. Technical support provided instructions to reset the pump, assisting the customer with the process. After resetting, the same malfunction code did not recur, and the customer was advised to continue using the pump while contacting support if the issue reappeared.